Event description:
The facility alleges the appliers are not closing clips. It is unknown when this condition occurred or if medical intervention was necessary. No add'l info is available at this time.

Manufacturer narrative:
Device evaluated by MFR: the device from the procedure was not saved for evaluation by the MFR. No lot number was identified, therefore, a device history record evaluation cannot be performed. If add'l info become available or a lot number has been identified, a follow-up report will be provided with the investigation results. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. Conclusion: no conclusion can be drawn.